Event description:
The customer reported the system displayed generator errors. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The a/c line to the monitor was replaced. Waiting for customer approval to replace the kv control pcb.